Event description:
The customer reported "fluoro goes to max factors and whites out image".

Manufacturer narrative:
(B)(4). The investigation revealed that the hospital engineer asked advice from philips technical telephone support. Technical support suggested that the described problem may be found in the regulation loop and supplied info on what to check during troubleshooting. After the given suggestions the hospital tech did not call back. Philips tried to contact the customer several times to check if and how the problem was resolved, but did not receive any answers. From checking the service history it was found that there were no new reports of a malfunction since. A problem in the dose regulation feedback loop will leave system without a way to determine whether the delivered power is sufficient to get a useable image. Without the feature, the system will keep supplying more power until other measures become effective to prevent the system from going over the legal dosage limit.